Event description:
The patient was undergoing a heart operation. Two and a half hours into the surgery, the patient experienced reduced oxygen flow allegedly due to the endotracheal tube twisting or kinking. The patient was extubated with no reported compromise.